Event description:
Multiple problems with stryker beds and CPR release, some of which have resulted in bent bed frames. Stryker has been involved and has come in to check beds. Some beds sent to stryker for additional testing. We have 275 of these beds, and at least 18 have identified problems and are out of service. Some were repaired by stryker and returned to service during their visits.